Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated that they had some problems with the device because they were without "it" for a couple months, with it being confirmed that the problems were accidents. The patient had several accidents about 6 months prior to date notified then it resolved, and on date notified they were outside and had a small accident. Stimulation was then increased from 7.2 to 7.4. The patient also noted that they lost weight and were told to drink (B)(4) 3 times per day, and inquired if the (B)(4) could be causing the accidents. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.